Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency."

Event description:
The user facility reported an 87-year-old male in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support during the coronary angioplasty. The pump stopped working, however, the md decided that the patient was in a stable condition, the impella pump was explanted. No medical intervention was required as a result of the pump stopping.

Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The product was returned for investigation. Pump was run to reproduce the failure mode. Pump could not start under bench test. No evidence of the patient cable damage or pump plug motor cable disconnect were found. Visual inspection found a damage on motor cable inside the catheter. Patient cable was able to freely rotate/translate relative to kink protector. Kink protector was removed & no glue was seen on the inner surface. The root cause of the pump stop was an open electrical line. The exact location of the electrical open line could not be identified due to accidental damage to catheter during tear down. The cause of the product damage issue was bond failure due to insufficient adhesive at the kink protector of the patient cable.